Event description:
Upon removing plastic outer wrap and component package, it was determined that the inside sleeve was unsealed. A back-up component was used without consequence. The implant never entered sterile field. The event did not occur during a surgical procedure.

Manufacturer narrative:
The results of the evaluation performed indicated that the event was attributed to a less than optimum packaging design to withstand excessive dynamic loading. Corrective action has long since been implemented to improve the strength of the package.